Manufacturer narrative:
(B)(4) date sent: 7/3/2025 h6: health effect ¿ clinical code gastrointestinal system (e10) additional information was requested, and the following was obtained: what was the total estimated blood loss (ml)? ¿ surgeon hasn¿t disclosed this, bleeding wasn¿t the issue was a transfusion required? - no how was the bleeding addressed? ¿ see below comments what was the pre and postoperative anti-coagulant and pain management protocol? - see below comments was the bleeding intraluminal or extraluminal? - see below comments. The issue her was that the staple line was necrotic and wasn¿t healthy. It wasn¿t bleeding. This meant the surgeon had to staple out the anastomosis created and revert to a stoma.

Manufacturer narrative:
(B)(4) date sent 6/9/2025 d4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). B3: exact date is unk. Assumed first day of the month. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? What staple line was the source of the leak observed? How were the post-operative issues identified? Did the device cut at all? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? Where on the staple line did the leak occur? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a right hemicolectomy there was a leak post 24 hours. The result was patient being bought back to theatre and the anastomosis being stapled out of diverted into a colostomy bag.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2025. Investigation summary- an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2025 h6: health effect ¿ clinical code gastrointestinal system (e10) additional information was requested, and the following was obtained: what were the indications for surgery? ¿ young patient with bowel issues on right colon what surgical procedure was performed? ¿ right hemi coloectomy what anatomical structures was the device fired on? Bowel tissue were other stapling or suturing devices used when creating the anastomosis? Surgeon followed the standard trouser leg technique. Side to side anastomosis followed by a cross staple line to close the otomty what device was used to create the common channel? The side to side was performed with the elc which the reported compliant is from what was used to close the common opening? The stapler was reloaded and fired across the opening were there any issues experienced with the device in the initial surgical procedure? Initialling the device performed a formed staple line. The surgeon on reflection had some ergonomic difficults. Potentially the device didn¿t fully close was the device difficult to fire? Opened and closed several times on the tissue what staple line was the source of the leak observed? Post 24 hours yes how were the post-operative issues identified? Post procedure bleeding and temperature did the device cut at all? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. When the patient was returned to theatre the surgeon mentioned how there were malformed staples was a leak test performed? No if so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? The staple line was completed in an open setting how was the leak identified? The tissue was ischaemic at the staple line what was observed at the site of the leak upon reoperation? The tissue was ischaemic at the staple line where on the staple line did the leak occur? On the side-to-side staple line does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Patient factors were associating to the leak yes as there was an in tact (ish) staple line however, there were unformed staples surrounding the staple line where the leak took place and the surgeon had 4 attempts to close the device. I¿m not sure whether the 4 attempts was a stapler error or user error and since the staple line initially was intact the team threw the device away. However, subsequently I have walked through again the step-by-step technique on closing the stapler and firing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal?.